Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout. The bag to ventilator switch was replaced.

Event description:
The hospital reported that, during a preoperative checkout, the bag to ventilator switch was not functioning. There was no report of patient involvement.